Event description:
As reported to coloplast though not verified, patient was implanted with restorelle a trap mesh. Later the patient experienced urinary tract infection, incontinence, dysuria, mesh erosion, vaginal cuff erosion, secondary prolapse, pain and bleeding. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.